Manufacturer narrative:
A ge representative evaluated the system and found capacitors on the single board computer that are leaking. Customer has not yet decided to repair system. (B)(4).

Event description:
The customer reported the system lights flash and system takes a long time to boot up. No pt injury was reported.